Manufacturer narrative:
Follow-up #1 date of submission 09/19/2016-product analysis: the device was returned and evaluated by product analysis on 08/20/2016 with the following findings: review of the pump¿s black box revealed an unexplained rebooting event on (B)(4) 2016 at 16:03; deliveries resumed at 17:02. Two rebooting events were observed after replace battery alarm on (B)(4) 2016 at 18:56 and 19:00; deliveries resumed at 22:27. Review of the total daily dose showed the pump was delivering per the programmed delivery settings. Two battery compartment cracks were observed. The battery cap threads were damaged and the cap could not secure properly to the pump; a power issue was observed. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components. The bolus button cover was torn; no bolus button response issues were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose was 30 mmol/l with moderate ketones, nausea, and abdominal pain. It was reported the patient self-treated with insulin via injection and an insertion site change. The reporter noted the patient did not receive any treatment from medical personnel, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported the pump experienced an intermittent power issue and a battery compartment crack was observed. It was reported the battery cap was never changed. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.